Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 482-483 mg/dl. Suspected cause of elevated bg was due to blockage within the supplies. Customer attempted to deliver correction boluses to address bg; however, boluses were not delivered successfully. A system check was performed and no alerts/ alarms were identified. Customer was treated with potassium fluids and insulin delivered intravenously. At the time of the event, the customer remained at the hospital and no permanent damage had been sustained.